Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported keypad malfunction, which was reproduced. The device eval confirmed the #5, #7, #8, and #9 keys to be inoperable, caused by a failed keypad. It was observe that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function (e. G. When the #1 key is pressed 15 will be displayed. When in a alphabetic mode and the abc key is selected. Am will be displayed interfering with the mdl drug search). The front case assembly with the failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a malfunctioning keypad. It was also reported there was no pt involvement.